Manufacturer narrative:
Approximate age of device ¿ 2 years and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that in (B)(6) of 2015, the patient started to experience respiratory discomfort when changing from a recumbent position to a sitting position. The patient was examined and it was diagnosed that when patient was in a sitting position, outflow graft malposition occurred. An abdominal bandage was attached firmly to secure the position of the pump, and the patient¿s condition improved. The patient was readmitted to the hospital from (B)(6) 2016 due to respiratory discomfort when changing to a sitting position. No additional information was provided.

Manufacturer narrative:
The manufacturer was not made aware of the events reported in this medwatch submission until (B)(6) 2017. The event onset was reported to have occurred in (B)(6) 2015, with the subsequent determination of the positional outflow graft in (B)(6) 2016. Upon review of the device history for this event, it was discovered that the pump was returned to the manufacturer in april 2016 following the heart transplant. The information at the time the pump was received was that a routine transplant had occurred; there was no reported device malfunction and only intermittent power fluctuations were described with no adverse patient impact. No report of the respiratory discomfort and positional outflow graft were received until (B)(6) 2017. Evaluation of the system controller that was returned post-transplant found the device functioned as intended. The log files captured routine activity, with just three events of pump powers in the 7-8 watt range. A root cause for the isolated power elevations could not be determined. Functional testing on a mock circulatory loop did not yield any issues with the system controller. Evaluation of the returned pump post-transplant did not reveal any deposition or thrombus formation in the returned portions of the inflow conduit or outflow graft. Examination of the returned pump also did not reveal any deposition or thrombus formation on the smooth or textured blood-contacting surfaces. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A correlation between the evaluation of the returned devices (system controller and lvad) and the reported outflow graft positional respiratory discomfort due to malposition could not be determined. The issue was improved with use of an abdominal binder. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient received a heart transplant on (B)(6) 2016.